Event description:
The facility returned the device for service. During service, the baxter repair technician reported fail code 814:01. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of fail code 814:01 was confirmed. This failure was caused by depleted batteries. The batteries were replaced. This issue of fail code 814:01 is currently being investigated under mdq-CAPA-(B)(4). The issue of depleted batteries is being investigated under mdq-CAPA-(B)(4). Review of the complaint history reveals similar reports have been received for this product for the reported issue. (B)(4).